Event description:
Customer states the device intermittently fails the shock test during an opcheck. No patient involvement.

Manufacturer narrative:
(B)(4). Customer states the device intermittently fails the shock test during an opcheck. No patient involvement.